Event description:
Int'l affiliate reported that the device broke at an unspecified time following cardiac surgery. The pt became hypotensive and was returned to surgery for repair. No further info was provided.

Manufacturer narrative:
Rep samples of the returned product were tested for knot pull tensile strength and the results obtained were above the ethicon requirements, which always equal or exceed the minimum usp requirements. Conclusion : no failure detected and the product exceeds tensile strength requirements. The actual device associated with this event is not known. Int'l affiliate reports the following possible products: lot: xhb509, mfg date: 07/01/2006, exp date 07/31/2011. Lot: uje287, mfg date: 08/01/2005, exp date: 07/31/2010. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.